Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the bending section cover. Also, evaluation found that the angle knob torque of the forceps elevator lever at engage exceeded the standard value due to wear of the forceps elevator lever and the bending section cover adhesive was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported air/water leakages on the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: detachment of objective lens adhesive. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeled adhesive was confirmed. However, a definitive root cause could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.